Manufacturer narrative:
Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325, zip four- 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issue event on (B)(6) 2026, where the set was not adhering while played around in the school which could have resulted in pull or sweat.